Event description:
It was reported that the patient was not receiving effective defibrillation therapy. The device programming was adjusted and the device remains in use. The patient is participating in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.